Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant adjust belt/check belt alarms) was confirmed. As received, the trunk cable connector housing was broken. The connector locking nut was missing, which would prevent the electrode belt from properly securing into the monitor. The cause of the constant alarms is the poor connection between the belt and the monitor. The cause for the poor connection is the missing locking nut. The root cause for the missing locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt was issued a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report constant adjust belt/check belt alarms. The pt was issued a replacement electrode belt.